Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela turbine, and evaluated the device. An evaluation of the component did not confirm nor duplicate the reported issue. The turbine operated without fault.

Manufacturer narrative:
(B)(4). The carefusion field service engineer reported to have evaluated the suspect device but, at this time, is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator, the unit displays a ventilator inoperable alarm. The issue occurred during patient use, the customer reported the ventilator was switched out with another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue could be confirmed and duplicated as described. The transducer pt800 and pt 802 have recorded faults on the events log. This issue will be internally investigated within vyaire.